Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on clinical details clot entrainment within pump noted and 10,000 units of heparin was given prior to insertion. Data log reviewed and suction alarm and mc trends occurred and low flow shown. Root cause most likely biomaterial ingested due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support low pump flows were noted during use of the device. The pump was removed, and a clot was found within the device. A new impella was then inserted with no harm to the patient.